Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 557 mg/dl. Reportedly, the customer believes the suspected cause is due to not delivering a bolus for a meal. System check with tandem technical support confirmed that the pump was functioning as intended. However, the customer declined to remove the infusion site for troubleshooting. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.